Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer electric dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation. On 19 november 2019, it was reported that the engine on a dermatome was blocked and would turn on and off. The customer returned a zimmer electric dermatome serial number (B)(6) for evaluation. Evaluation of the device found that the lever was broken off and that the poppet was pressed. Upon further inspection, it was found that the power cable was damaged, there was a missing screw, a worn needle bearing, neckpiece, reciprocating arm, and a corroded motor. The device was noted to be also out of calibration and that the control bar was out of position. The device did not power on. It was recommended that the lever base and spring, the pins, multiple screws, motor, needle bearing, neckpiece, reciprocating arm be replaced. At the time of the investigation, the device was put on a materials hold and has yet to be repaired. While the service technician does find that the motor was corroded and that the product would not power on, it cannot be determined from the information provided as to what caused the corrosion with the motor such that the device would not be able to properly power on. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during inspection by the clinical engineer the device engine sometimes blocks, turns on and then turns off, and start button is broken. No adverse events were reported as a result of this malfunction.